Event description:
It was reported that during a colon resection procedure, the device would not feed the clips into the jaws and the clip would not hold onto the tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.